Event description:
It was reported that the video system center had not been showing an image and that the camera had to be jiggled to produce an image. The issue was found during a diagnostic cystoscopy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.